Event description:
The user facility returned an evis exera ii duodenovideoscope to the service center for an annual inspection. During a standard inspection and estimation of the returned device, foreign material was found in the air/water cylinder and tube. Additionally, it was observed that the distal end had a crack. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered foreign material in the air/water cylinder and tube. This occurrence was likely remains from a previous procedure. This finding was due to insufficient cleaning or handling of the scope. Additionally, it was observed that the distal end had a crack. It was observed that the air/water cylinder had no color. It was also observed that the label on the scope connector was damaged. Lastly, it was observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviations from instruction for use (IFU) are unknown. Furthermore, there was no physical damage at locations where foreign material remain. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, as the distal end was observed cracked the likely cause is due to physical stress was applied to distal end during user handling, causing crack at the distal end. The events can be detected by following the instructions for use (IFU) sections: inspection of the endoscopic system. The event can be prevented by following the IFU which state: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.